Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomed technicican reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the clinical secretary clarified that the blood leak occurred 1 minute into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the arterial hansen. The 2008t bluestar machine did alarm properly with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 50 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
New information: d.9.,h.3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination in the polyurethane (pu) was noted on the cavity ID and non-cavity ID ends. The delamination on the cavity ID end extended from approximately 320° to 30°, with the ports at 0°, and the delamination on non-cavity ID end extended from approximately 310° to 40°. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomed technicican reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the clinical secretary clarified that the blood leak occurred 1 minute into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the arterial hansen. The 2008t bluestar machine did alarm properly with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 50 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer.the treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Event description:
A biomed technician reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the clinical secretary clarified that the blood leak occurred 1 minute into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the arterial hansen. The 2008t bluestar machine did alarm properly with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 50 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.